Event description:
A customer reported a malfunction on their pump, identified by the malfunction code "malf 12," which was resettable. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.